Event description:
It was reported that during a competitor device changeout, there was good sensing and thresholds. However, once the new device was placed in the pocket undersensing of the r-wave and no capture were noted. The device was pulled out of the pocket, and sensing increased to 11.9 mv and threshold was 1.5 v @ 0.4 msec. When placed back in the pocket, there was no sensing and no capture at maximum outputs. Insulation difficulty was determined both by visual inspection and electrical testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1158t competitor lead implanted: (B)(6) 2009; 1888t competitor implanted: (B)(6) 2009; d314trg crt-d implanted: (B)(6) 2014. (B)(4).